Event description:
An x-ray revealed that the lead migrated. The patient experienced back pain associated with the event. The lead was surgically revised. The hcp reported the patient outcome as 'recovered without sequela'.